Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the workstation pcbs to eliminate the slow-boot issue. The printer issue was resolved by re-seating the connection as well. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was slow to boot up, and also reported the system printer would not function.